Manufacturer narrative:
The company representative worked to troubleshoot the reported event remotely with the customer, who followed instructions to reload the firmware. The customer stated that the reported event was resolved and no onsite service was performed. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic operating console switched off by itself before a surgery. There was no patient involvement. Additional information has been requested but none received.